Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer complained of a questionable inr for 1 patient result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 9:30 am the result from the meter with a fingerstick was 1.0 inr. At 9:40 am the result from the laboratory with stago method and neoplastine reagent was 1.8 inr. There was no adverse event. The result from the meter was not believed to be accurate. The patient's condition was "stable and well". The customer's therapeutic range was 2.0 - 3.0 inr. The heater plate on the meter was determined to be contaminated. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.